Event description:
Additional information was received indicating a revision procedure was performed and the right ventricle lead was capped and replaced. The condition of the patient has been updated to recovering.

Event description:
It was reported that the patient experienced dizziness due to noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The device was reprogrammed, however, additional noise resulting in oversensing and pacing inhibition was observed on the rv lead resulting in the patient experiencing dizziness. No additional intervention has been performed at this time. The patient was reported as in unstable condition and will continue to be monitored.